Event description:
Related manufacturer report number: 2017865-2023-00430. It was reported during in clinic follow up that the right ventricular lead exhibited noise and the atrial lead was fractured. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces with the helix partially extended and clogged blood/tissue. Visual inspection of the lead found an external abrasion breaching the outer insulation exposing the outer coil in the middle region of the lead. The cause of the reported event was isolated to external abrasion consistent with friction to another device or features of the patient anatomy.